Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: 2.5x15 sprinter legend. Guide wire: bmw 190. Guide cath: 6fr jl zuma. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned stent delivery system (sds) found blood visible. There was contrast in the inflation lumen. The stent implant was stationary on the balloon between the markers of the tightly folded balloon. There was no damage noted to the stent implant. This is consistent with preparation of the device. Analysis noted a tear in the distal shaft at the guide wire exit notch. There was no other damage noted to the sds. A new indeflator was used to pressurize the sds and confirmed the reported leak in the guide wire exit notch. The guide wire exit notch was torn through the inner and outer member, which is consistent with a tear that could occur due to handling of the sds such that the guide wire could lift and penetrate the inner and outer material bond that creates the notch. Splitting the notch in such a way would contribute to a leak to the notch. As noted in the analysis, the fluid leaked from the notch when pressurized. It is possible that the handling of the sds and/ or guide wire at some point during advancement may have contributed to the tear to the notch and subsequently led to the reported leak. Factors that can contribute to a leak in the system include, but are not limited to, leaks in the shaft, tear to the notch, inadequate connection between the indeflator and sds, or manufacturing. To ensure leaks are not a result of manufacturing, all stent delivery systems (sds) are leak tested on-line and a sampling of units from all catheter lots are tested prior to release for use in the finished good lot and then again, once the finished goods lot is completed, a sampling of units are again tested prior to the release of the finished good lot. A review of the finished product lot history records did not reveal any nonconforming material records issued for this lot that could have contributed to this report. In this case, the reported leak appears to be related to operational context and there are no indications of a product quality deficiency.

Event description:
It was reported that the pre-dilatation took place in the left anterior descending artery using a non-abbott balloon catheter at 10 atmospheres. The rx promus stent delivery system (sds) did not inflate, preventing the stent from being deployed. The indeflator continually registered 6 atmospheres and would not increase pressure. Another sds was used with the same indeflator successfully. No patient effects were reported. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.